Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), infection ("serious infection"), device dislocation ("essure device which may have fractured and migrated to her spine"), device breakage ("an MRI scan revealed that a foreign object is lodged in her spine / foreign object to be part of the essure device which may have fractured"), uterine cancer ("uterine cancer") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2016, the patient experienced the first episode of back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), the second episode of back pain ("back pain"), abdominal pain lower ("abdominal pain\ cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), biliary cyst ("cysts in gall bladder"), menometrorrhagia ("irregular and prolonged menstruation"), migraine ("severe migraines") and endometriosis ("severe endometriosis"). The patient was treated with surgery (in or around 2009 patient underwent hysterectomy) and surgery (gall bladder removed). At the time of the report, the pelvic pain, infection, device dislocation, device breakage, uterine cancer, genital haemorrhage, dysmenorrhoea, the last episode of back pain, abdominal pain lower, abdominal distension, dyspareunia, menometrorrhagia, migraine and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, biliary cyst, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, infection, menometrorrhagia, migraine, pelvic pain, uterine cancer, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: since undergoing the essure procedure she has suffered from severe migraines -for which she had no history of suffering prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: diagnosed with uterine cancer. Hysterosalpingogram - on an unknown date: confirmed that her fallopian tubes were occluded. Nuclear magnetic resonance imaging - in 2016: foreign object is lodged in spine. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), infection ("serious infection"), device dislocation ("essure device which may have fractured and migrated to her spine"), device breakage ("an MRI scan revealed that a foreign object is lodged in her spine / foreign object to be part of the essure device which may have fractured"), uterine cancer ("uterine cancer"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), cervix carcinoma ("cervical cancer") and auto-immune disorder ("auto-immune disorder") in a female patient who had essure (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (dob: ((B)(6)), abortion, colectomy (cysts on gallbladder) and recurrent abortion. Previously administered products included for an unreported indication: yaz. Concurrent conditions included body mass index normal. On an unknown date, the patient started prozac at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced cervix carcinoma (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel allergy") and headache ("headache"). In 2016, the patient experienced the first episode of back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) with spinal pain, uterine cancer (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), the second episode of back pain ("back pain"), abdominal pain lower ("abdominal pain\ cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), biliary cyst ("cysts in gall bladder"), menometrorrhagia ("irregular and prolonged menstruation/unusual periods due to"), migraine ("severe migraines"), endometriosis ("severe endometriosis") and depression ("depression"). The patient was treated with topiramate (topomax), oxycodone, oxymorphone hydrochloride (opana), sumatriptan (imitrex), levetiracetam (keppra), surgery (underwent a vaginal hysterectomy and bilateral salpingooophorectomy on (B)(6) 2010), surgery (disc replacement spinal surgery) and surgery (gall bladder removed). At the time of the report, the pelvic pain and migraine was resolving, the infection, device dislocation, device breakage, uterine cancer, dysmenorrhoea, the last episode of back pain, abdominal pain lower, abdominal distension, dyspareunia, endometriosis, cervix carcinoma, allergy to metals and headache outcome was unknown, the genital haemorrhage and menometrorrhagia had resolved and the depression had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, autoimmune disorder, biliary cyst, cervix carcinoma, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, infection, menometrorrhagia, migraine, pelvic pain, uterine cancer, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: since undergoing the essure procedure she has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff states she spoke with dr. About a drooping fallopian tube at the time of her hysterosalpingogram on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Biopsy - on an unknown date: diagnosed with uterine cancer. Hysterosalpingogram - on an unknown date: confirmed that her fallopian tubes were occluded nuclear magnetic resonance imaging - in 2016: foreign object is lodged in spine. Most recent follow-up information incorporated above includes: on 8-jan-2018: pfs received-new events: cervix carcinoma, allergy to metals, autoimmune disorder, headache, depression, spinal pain (symptom) were added. Previously reported event¿ dyspareunia¿ outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device which may have fractured and migrated to her spine"), device breakage ("an MRI scan revealed that a foreign object is lodged in her spine / foreign object to be part of the essure device which may have fractured"), pelvic pain ("severe pain"), abdominal pain lower ("abdominal pain/ cramping/ abdomen pain (cramping)"), menometrorrhagia ("irregular and prolonged menstruation/unusual periods due to/ unusual periods due to the implantation of the essure device"), cervix carcinoma ("cervical cancer"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), infection ("serious infection"), uterine cancer ("uterine cancer"), fibromyalgia ("autoimmune disorder/ an autoimmune disorder/ fibromyalgia"), seizure ("disability (seizures, degenerative connective tissue)"), connective tissue disorder ("disability (seizures, degenerative connective tissue)") and autoimmune disorder ("autoimmune disorder") in a 34-year-old female patient who had essure (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (dob: ((B)(6) 2003,(B)(6) 1997)), miscarriage, colectomy, recurrent urinary tract infection, hernia repair, uterine dilation and curettage (with miscarriage), mole of skin, rhinoplasty (deviated septum,sleep apnea.) In 2011, lymphadenectomy (lymph nodes axillary.) In 2011, polyp removal in (B)(6) 2013 and polyp removal in (B)(6) 2015. Patient had no known drug allergies. She does not use alcohol. Previously administered products included for an unreported indication: triphasic oral contraceptive and yaz. Concurrent conditions included body mass index normal, dysplasia, dizziness, anesthesia general, angioma, smoker (one pack of cigarettes per day), constipation, numbness, tingling, dry skin, tiredness, frequency urinary, muscular weakness, joint pain, menorrhagia, swelling of legs, vaginal discharge abnormality, urinary incontinence, nausea, vomiting and alcohol use. Family history included uterine cancer (mother, paternal grandmother), colon cancer (father) and lung cancer (maternal grandfather). Concomitant products included carisoprodol (soma), ciprofloxacin (cipro), escitalopram oxalate, gabapentin (neurontin), loratadine (claritin), metoclopramide (reglan), phenytoin (dilantin), promethazine (phenergan), rabeprazole sodium (aciphex), ramelteon (rozerem), ranitidine hydrochloride (zantac), tizanidine hydrochloride (zanaflex) and tramadol hydrochloride (ultram). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced cervix carcinoma (seriousness criterion medically significant), dyspareunia ("painful intercourse") and headache ("headache/ head pain (stabbing, searing, throb)"). In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ severe menstruation pain"), migraine ("severe migraines/ migraines") and allergy to metals ("nickel allergy"). In march 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2008, the patient experienced fibromyalgia (seriousness criterion medically significant). In 2009, the patient experienced depression ("depression"). In 2010, the patient experienced seizure (seriousness criterion disability) and connective tissue disorder (seriousness criterion disability). In 2016, the patient experienced the first episode of back pain ("back pain/ lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) with spinal pain, pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), uterine cancer (seriousness criterion medically significant), the second episode of back pain ("back pain"), abdominal distension ("bloating/ abdominal bloating"), biliary cyst ("cysts in gall bladder"), endometriosis ("severe endometriosis") and complication of device removal ("complication of device removal/case of endometriosis found during the surgery"). The patient was treated with topiramate (topomax), oxycodone, oxymorphone hydrochloride (opana), sumatriptan (imitrex), levetiracetam (keppra), fluoxetine hydrochloride (prozac), iron, potassium, cyanocobalamin-tannin complex (b12), surgery ((B)(6) 2010-vaginal hysterectomy and bilateral salpingooophorectomy), surgery (disc replacement spinal surgery), surgery (vaginal hysterectomy and bilateral salpingooophorectomy), surgery ((B)(6) 2010-vaginal hysterectomy and bilateral salpingooophorectomy), surgery (endometrial ablation) and surgery (gall bladder removed). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, device breakage, cervix carcinoma, infection, uterine cancer, dysmenorrhoea, abdominal distension, dyspareunia, endometriosis, fibromyalgia, allergy to metals, headache, seizure, connective tissue disorder, autoimmune disorder and complication of device removal outcome was unknown, the pelvic pain, abdominal pain lower, the last episode of back pain and migraine was resolving, the menometrorrhagia and genital haemorrhage had resolved and the depression had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, autoimmune disorder, biliary cyst, cervix carcinoma, complication of device removal, connective tissue disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, genital haemorrhage, headache, infection, menometrorrhagia, migraine, pelvic pain, seizure, uterine cancer, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: since undergoing the essure procedure she has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff states she spoke with doctor about a drooping fallopian tube at the time of her hysterosalpingogram on (B)(6) 2007. She was diagnosed with an unspecified autoimmune disease in approximately 2012 following a fibromyalgia diagnosis in approximately 2008. She had no complications or problems that occurred at the time of essure placement. She did not retain the essure or any portion of it, after essure removed. Plaintiff had two miscarriages, and her son was breech with his cord wrapped around his neck. She had complication from essure removal procedure, she was informed that there was a case of endometriosis found during the surgery on (B)(6) 2010. Unusual periods due to the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Biopsy - on an unknown date: diagnosed with uterine cancer hysterosalpingogram - on (B)(6) 2007: confirmed that her fallopian tubes were occluded nuclear magnetic resonance imaging - in 2016: foreign object is lodged in spine on (B)(6) 2007, both ostia were easily identified and the essure implant was placed on the right leaving 3 coils exposed and a second implant was placed on the left with 3 coils exposed. Current weight as of (B)(6) 2018: 131 lbs. Approximate weight at the time of essure placement: 119 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distension, seizure, back pain, dysmenorrhea, headache and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device which may have fractured and migrated to her spine"), device breakage ("an MRI scan revealed that a foreign object is lodged in her spine / foreign object to be part of the essure device which may have fractured"), pelvic pain ("severe pain"), abdominal pain lower ("abdominal pain/ cramping/ abdomen pain (cramping)"), menometrorrhagia ("irregular and prolonged menstruation/unusual periods due to/ unusual periods due to the implantation of the essure device"), cervix carcinoma ("cervical cancer"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), infection ("serious infection"), uterine cancer ("uterine cancer"), fibromyalgia ("autoimmune disorder/ an autoimmune disorder/ fibromyalgia"), seizure ("disability (seizures, degenerative connective tissue)"), connective tissue disorder ("disability (seizures, degenerative connective tissue)") and autoimmune disorder ("autoimmune disorder") in a 34-year-old female patient who had essure (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (dob: ((B)(6) 2003,(B)(6) 1997)), miscarriage, colectomy, recurrent urinary tract infection, hernia repair, uterine dilation and curettage (with miscarriage), mole of skin, rhinoplasty (deviated septum,sleep apnea.) In 2011, lymphadenectomy (lymph nodes axillary.) In 2011, polyp removal in (B)(6) 2013 and polyp removal in (B)(6) 2015. Patient had no known drug allergies. She does not use alcohol. Previously administered products included for an unreported indication: triphasic oral contraceptive and yaz. Concurrent conditions included body mass index normal, dysplasia, dizziness, anesthesia general, angioma, smoker (one pack of cigarettes per day), constipation, numbness, tingling, dry skin, tiredness, frequency urinary, muscular weakness, joint pain, menorrhagia, swelling of legs, vaginal discharge abnormality, urinary incontinence, nausea, vomiting and alcohol use. Family history included uterine cancer (mother, paternal grandmother), colon cancer (father) and lung cancer (maternal grandfather). Concomitant products included carisoprodol (soma), ciprofloxacin (cipro), escitalopram oxalate, gabapentin (neurontin), loratadine (claritin), metoclopramide (reglan), phenytoin (dilantin), promethazine (phenergan), rabeprazole sodium (aciphex), ramelteon (rozerem), ranitidine hydrochloride (zantac), tizanidine hydrochloride (zanaflex) and tramadol hydrochloride (ultram). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), migraine ("severe migraines/ migraines"), allergy to metals ("nickel allergy") and headache ("headache/ head pain (stabbing, searing, throb)"). In 2008, the patient experienced fibromyalgia (seriousness criterion medically significant). In 2009, the patient experienced depression ("depression") and autoimmune disorder (seriousness criterion medically significant). In 2010, the patient experienced seizure (seriousness criterion disability) and connective tissue disorder (seriousness criterion disability). In 2016, the patient experienced the first episode of back pain ("back pain/ lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) with spinal pain, pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), uterine cancer (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ severe menstruation pain"), the second episode of back pain ("back pain"), abdominal distension ("bloating/ abdominal bloating"), biliary cyst ("cysts in gall bladder"), endometriosis ("severe endometriosis") and complication of device removal ("complication of device removal/case of endometriosis found during the surgery"). The patient was treated with topiramate (topomax), oxycodone, oxymorphone hydrochloride (opana), sumatriptan (imitrex), levetiracetam (keppra), fluoxetine hydrochloride (prozac), iron, potassium, cyanocobalamin-tannin complex (b12), surgery ((B)(6) 2010-vaginal hysterectomy and bilateral salpingooophorectomy), surgery (disc replacement spinal surgery), surgery (vaginal hysterectomy and bilateral salpingooophorectomy), surgery ((B)(6) 2010-vaginal hysterectomy and bilateral salpingooophorectomy), surgery (endometrial ablation) and surgery (gall bladder removed). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, device breakage, cervix carcinoma, infection, uterine cancer, dysmenorrhoea, abdominal distension, dyspareunia, endometriosis, fibromyalgia, allergy to metals, headache, seizure, connective tissue disorder, autoimmune disorder and complication of device removal outcome was unknown, the pelvic pain, abdominal pain lower, the last episode of back pain and migraine was resolving, the menometrorrhagia and genital haemorrhage had resolved and the depression had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, autoimmune disorder, biliary cyst, cervix carcinoma, complication of device removal, connective tissue disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, genital haemorrhage, headache, infection, menometrorrhagia, migraine, pelvic pain, seizure, uterine cancer, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: since undergoing the essure procedure she has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff states she spoke with doctor about a drooping fallopian tube at the time of her hysterosalpingogram on (B)(6) 2007. She was diagnosed with an unspecified autoimmune disease in approximately 2012 following a fibromyalgia diagnosis in approximately 2008. She had no complications or problems that occurred at the time of essure placement. She did not retain the essure or any portion of it, after essure removed. Plaintiff had two miscarriages, and her son was breech with his cord wrapped around his neck. She had complication from essure removal procedure, she was informed that there was a case of endometriosis found during the surgery on (B)(6) 2010. Unusual periods due to the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Biopsy - on an unknown date: diagnosed with uterine cancer. Hysterosalpingogram - on (B)(6) 2007: confirmed that her fallopian tubes were occluded. Nuclear magnetic resonance imaging - in 2016: foreign object is lodged in spine. On (B)(6) 2007, both ostia were easily identified and the essure implant was placed on the right leaving 3 coils exposed and a second implant was placed on the left with 3 coils exposed. Current weight as of (B)(6) 2018: 131 lbs. Approximate weight at the time of essure placement: 119 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distension, seizure, back pain, dysmenorrhea, headache and pelvic pain. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet received:the product and patient information updated. The events complication of device removal/case of endometriosis found during the surgery, autoimmune disorder, and unusual periods due to the implantation of the essure device were added as events incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device which may have fractured and migrated to her spine'), device breakage ('an MRI scan revealed that a foreign object is lodged in her spine / foreign object to be part of the essure device which may have fractured'), pelvic pain ('severe pain'), abdominal pain lower ('cramping/ abdomen pain (cramping)'), menometrorrhagia ('irregular and prolonged menstruation'), infection ('serious infection'), uterine cancer ('uterine cancer'), fibromyalgia ('autoimmune disorder/ an autoimmune disorder/ fibromyalgia'), seizure ('disability (seizures, degenerative connective tissue)'), connective tissue disorder ('disability (seizures, degenerative connective tissue)') and autoimmune disorder ('autoimmune disorder') in a 34-year-old female patient who had essure (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyp removal in (B)(6) 2015, polyp removal in (B)(6) 2013, rhinoplasty (deviated septum,sleep apnea.) In 2011, lymphadenectomy (lymph nodes axillary.) In 2011, multigravida, parity 2 (dob: (B)(6) 2003, (B)(6) 1997), miscarriage, colectomy, recurrent urinary tract infection, hernia repair, uterine dilation and curettage (with miscarriage), mole of skin and abortion. Patient had no known drug allergies. She does not use alcohol. Previously administered products included for an unreported indication: triphasic oral contraceptive and yaz. Concurrent conditions included body mass index normal, dysplasia, dizziness, anesthesia general, angioma, smoker (one pack of cigarettes per day), constipation, numbness, tingling, dry skin, tiredness, frequency urinary, muscular weakness, joint pain, menorrhagia, swelling of legs, vaginal discharge abnormality, urinary incontinence, nausea, vomiting and alcohol use. Family history included uterine cancer (mother, paternal grandmother), colon cancer (father) and lung cancer (maternal grandfather). Concomitant products included levetiracetam (keppra) and sumatriptan (imitrex) for migraine, oxymorphone hydrochloride (opana) for spinal pain as well as carisoprodol (soma), ciprofloxacin (cipro), escitalopram oxalate, gabapentin (neurontin), hydrocortisone, methylprednisolone (methylprednisolone), metoclopramide (reglan), opioids, phenytoin (dilantin), promethazine, rabeprazole sodium (aciphex), ramelteon (rozerem), ranitidine hydrochloride (zantac) and tizanidine hydrochloride (zanaflex). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced headache ("headache/ head pain (stabbing, searing, throb)"). In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), dysmenorrhoea ("severe menstrual pain/ severe menstruation pain"), dyspareunia ("painful intercourse") and migraine ("severe migraines/ migraines") and was found to have cervix carcinoma ("cervical cancer"). In (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2008, the patient experienced fibromyalgia (seriousness criterion medically significant). In 2009, the patient experienced depression ("depression"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In 2010, the patient experienced seizure (seriousness criterion disability) and connective tissue disorder (seriousness criterion disability). In 2016, the patient experienced the first episode of back pain ("back pain/ lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) with spinal pain, pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), the second episode of back pain ("back pain"), abdominal distension ("bloating/ abdominal bloating"), biliary cyst ("cysts in gall bladder"), endometriosis ("severe endometriosis"), complication of device removal ("complication of device removal/case of endometriosis found during the surgery"), menstrual disorder ("unusual periods due to/ unusual periods due to the implantation of the essure device"), abdominal pain ("abdominal pain") and eczema ("eczema") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with cyanocobalamin (b 12), fluoxetine hydrochloride (prozac), iron, oxycodone, potassium, topiramate, surgery (B)(6) 2010-vaginal hysterectomy and bilateral salpingooophorectomy, disc replacement spinal surgery, endometrial ablation, gall bladder removed and vaginal hysterectomy and bilateral salpingooophorectomy and sought treatment from orthopedic specialist. Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, device breakage, cervix carcinoma, infection, uterine cancer, dysmenorrhoea, abdominal distension, dyspareunia, endometriosis, fibromyalgia, allergy to metals, headache, seizure, connective tissue disorder, autoimmune disorder, complication of device removal, menstrual disorder, abdominal pain and eczema outcome was unknown, the pelvic pain, abdominal pain lower, menometrorrhagia, genital haemorrhage and the last episode of back pain had resolved, the migraine was resolving and the depression had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, biliary cyst, cervix carcinoma, complication of device removal, connective tissue disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eczema, endometriosis, fibromyalgia, genital haemorrhage, headache, infection, menometrorrhagia, menstrual disorder, migraine, pelvic pain, seizure, uterine cancer, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: since undergoing the essure procedure she has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff states she spoke with doctor about a drooping fallopian tube at the time of her hysterosalpingogram on (B)(6) 2007. She was diagnosed with an unspecified autoimmune disease in approximately 2012 following a fibromyalgia diagnosis in approximately 2008. She had no complications or problems that occurred at the time of essure placement. She did not retain the essure or any portion of it, after essure removed. Plaintiff had two miscarriages, and her son was breech with his cord wrapped around his neck. She had complication from essure removal procedure, she was informed that there was a case of endometriosis found during the surgery on (B)(6) 2010. Unusual periods due to the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Biopsy - on an unknown date: results: diagnosed with uterine cancer. Hysterosalpingogram - on (B)(6) 2007: results: confirmed that her fallopian tubes were occluded. Magnetic resonance imaging - in 2016: results: foreign object is lodged in spine. On (B)(6) 2007, both ostia were easily identified and the essure implant was placed on the right leaving 3 coils exposed and a second implant was placed on the left with 3 coils exposed. Current weight as of (B)(6) 2018: 131 lbs. Approximate weight at the time of essure placement: 119 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distension, seizure, back pain, dysmenorrhea, headache and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device which may have fractured and migrated to her spine"), device breakage ("an MRI scan revealed that a foreign object is lodged in her spine / foreign object to be part of the essure device which may have fractured"), pelvic pain ("severe pain"), abdominal pain lower ("cramping/ abdomen pain (cramping)"), menometrorrhagia ("irregular and prolonged menstruation"), cervix carcinoma ("cervical cancer"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), infection ("serious infection"), uterine cancer ("uterine cancer"), fibromyalgia ("autoimmune disorder/ an autoimmune disorder/ fibromyalgia"), seizure ("disability (seizures, degenerative connective tissue)"), connective tissue disorder ("disability (seizures, degenerative connective tissue)") and autoimmune disorder ("autoimmune disorder") in a 34-year-old female patient who had essure (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (dob: (27-apr-2003,18-nov-1997)), miscarriage, colectomy, recurrent urinary tract infection, hernia repair, uterine dilation and curettage (with miscarriage), mole of skin, rhinoplasty (deviated septum,sleep apnea.) In 2011, lymphadenectomy (lymph nodes axillary.) In 2011, polyp removal in (B)(6) 2013, polyp removal in (B)(6) 2015 and abortion. Patient had no known drug allergies. She does not use alcohol. Previously administered products included for an unreported indication: triphasic oral contraceptive and yaz. Concurrent conditions included body mass index normal, dysplasia, dizziness, anesthesia general, angioma, smoker (one pack of cigarettes per day), constipation, numbness, tingling, dry skin, tiredness, frequency urinary, muscular weakness, joint pain, menorrhagia, swelling of legs, vaginal discharge abnormality, urinary incontinence, nausea, vomiting and alcohol use. Family history included uterine cancer (mother, paternal grandmother), colon cancer (father) and lung cancer (maternal grandfather). Concomitant products included levetiracetam (keppra) and sumatriptan (imitrex) for migraine, oxymorphone hydrochloride (opana) for spinal pain as well as carisoprodol (soma), ciprofloxacin (cipro), escitalopram oxalate, gabapentin (neurontin), hydrocortisone, loratadine (claritin), methylprednisolone (methylprednisolon), metoclopramide (reglan), phenytoin (dilantin), promethazine (phenergan), rabeprazole sodium (aciphex), ramelteon (rozerem), ranitidine hydrochloride (zantac), tizanidine hydrochloride (zanaflex) and tramadol hydrochloride (ultram). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced headache ("headache/ head pain (stabbing, searing, throb)"). In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ severe menstruation pain"), dyspareunia ("painful intercourse") and migraine ("severe migraines/ migraines"). In (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2008, the patient experienced fibromyalgia (seriousness criterion medically significant). In 2009, the patient experienced depression ("depression"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In 2010, the patient experienced seizure (seriousness criterion disability) and connective tissue disorder (seriousness criterion disability). In 2016, the patient experienced the first episode of back pain ("back pain/ lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) with spinal pain, pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), uterine cancer (seriousness criterion medically significant), the second episode of back pain ("back pain"), abdominal distension ("bloating/ abdominal bloating"), biliary cyst ("cysts in gall bladder"), endometriosis ("severe endometriosis"), complication of device removal ("complication of device removal/case of endometriosis found during the surgery"), menstrual disorder ("unusual periods due to/ unusual periods due to the implantation of the essure device") and abdominal pain ("abdominal pain"). The patient was treated with topiramate (topomax), oxycodone, fluoxetine hydrochloride (prozac), iron, potassium, cyanocobalamin-tannin complex (b12), surgery (28apr2010-vaginal hysterectomy and bilateral salpingooophorectomy), surgery (disc replacement spinal surgery),surgery (endometrial ablation) and surgery (gall bladder removed). Essure was removed on 28-apr-2010. At the time of the report, the device dislocation, device breakage, cervix carcinoma, infection, uterine cancer, dysmenorrhoea, abdominal distension, dyspareunia, endometriosis, fibromyalgia, allergy to metals, headache, seizure, connective tissue disorder, autoimmune disorder, complication of device removal, menstrual disorder and abdominal pain outcome was unknown, the pelvic pain, abdominal pain lower, menometrorrhagia, genital haemorrhage and the last episode of back pain had resolved, the migraine was resolving and the depression had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, biliary cyst, cervix carcinoma, complication of device removal, connective tissue disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, genital haemorrhage, headache, infection, menometrorrhagia, menstrual disorder, migraine, pelvic pain, seizure, uterine cancer, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: since undergoing the essure procedure she has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff states she spoke with doctor about a drooping fallopian tube at the time of her hysterosalpingogram on (B)(6) 2007. She was diagnosed with an unspecified autoimmune disease in approximately 2012 following a fibromyalgia diagnosis in approximately 2008. She had no complications or problems that occurred at the time of essure placement. She did not retain the essure or any portion of it, after essure removed. Plaintiff had two miscarriages, and her son was breech with his cord wrapped around his neck. She had complication from essure removal procedure, she was informed that there was a case of endometriosis found during the surgery on (B)(6)2010. Unusual periods due to the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Biopsy - on an unknown date: diagnosed with uterine cancer hysterosalpingogram - on 9-oct-2007: confirmed that her fallopian tubes were occluded nuclear magnetic resonance imaging - in 2016: foreign object is lodged in spine on 14-jun-2007, both ostia were easily identified and the essure implant was placed on the right leaving 3 coils exposed and a second implant was placed on the left with 3 coils exposed. Current weight as of 05-feb-2018: 131 lbs. Approximate weight at the time of essure placement: 119 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distension, seizure, back pain, dysmenorrhea, headache and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event unusual periods due to the implantation of the essure device,abdominal pain were added.event outcome added for the events: heavy bleeding/abnormal bleeding and pain. Concomitant drugs added. Historical condition added.event onset date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), abdominal pain lower ("abdominal pain/ cramping/ abdomen pain (cramping)"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), menometrorrhagia ("irregular and prolonged menstruation/unusual periods due to/ unusual periods due to the implantation of the essure device"), infection ("serious infection"), device dislocation ("essure device which may have fractured and migrated to her spine"), device breakage ("an MRI scan revealed that a foreign object is lodged in her spine / foreign object to be part of the essure device which may have fractured"), uterine cancer ("uterine cancer"), cervix carcinoma ("cervical cancer"), fibromyalgia ("autoimmune disorder/ an autoimmune disorder/ fibromyalgia"), seizure ("disability (seizures, degenerative connective tissue)") and connective tissue disorder ("disability (seizures, degenerative connective tissue)") in a (B)(6) year-old female patient who had essure (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (dob: ((B)(6) 2003,(B)(6) 1997)), abortion in 2006, colectomy (cysts on gallbladder), miscarriage, colectomy, recurrent urinary tract infection, hernia repair, uterine dilation and curettage (with miscarriage) and mole of skin. Patient had no known drug allergies. She does not use alcohol. Previously administered products included for an unreported indication: triphasic oral contraceptive and yaz. Concurrent conditions included body mass index normal, gallbladder cyst, dysplasia, dizziness, anesthesia general, angioma, smoker (one pack of cigarettes per day), constipation, numbness, tingling, dry skin, tiredness, frequency urinary, muscular weakness, joint pain, menorrhagia, swelling of legs, vaginal discharge abnormality, urinary incontinence, nausea and vomiting. Family history included uterine cancer (mother, paternal grandmother), colon cancer (father) and lung cancer (maternal grandfather). Concomitant products included carisoprodol (soma), ciprofloxacin (cipro), escitalopram, gabapentin (neurontin), loratadine (claritin), metoclopramide (reglan), phenytoin (dilantin), promethazine (phenergan), rabeprazole sodium (aciphex), ramelteon (rozerem), ranitidine hydrochloride (zantac), tizanidine hydrochloride (zanaflex) and tramadol hydrochloride (ultram). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), allergy to metals ("nickel allergy") and headache ("headache/ head pain (stabbing, searing, throb)"). In 2008, the patient experienced fibromyalgia (seriousness criterion medically significant). In 2010, the patient experienced seizure (seriousness criterion disability) and connective tissue disorder (seriousness criterion disability). In 2016, the patient experienced the first episode of back pain ("back pain/ lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) with spinal pain, uterine cancer (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ severe menstruation pain"), the second episode of back pain ("back pain"), abdominal distension ("bloating/ abdominal bloating"), dyspareunia ("painful intercourse"), biliary cyst ("cysts in gall bladder"), migraine ("severe migraines/ migraines"), endometriosis ("severe endometriosis"), depression ("depression") and complication of device removal ("complication of device removal"). The patient was treated with topiramate (topomax), oxycodone, oxymorphone hydrochloride (opana), sumatriptan (imitrex), levetiracetam (keppra), fluoxetine hydrochloride (prozac), iron, potassium, cyanocobalamin-tannin complex (b12), surgery (underwent a vaginal hysterectomy and bilateral salpingooophorectomy), surgery (hysterectomy), surgery (endometrial ablation), surgery (disc replacement spinal surgery), surgery (gall bladder removed) and surgery (ablations). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and migraine was resolving, the abdominal pain lower, infection, device dislocation, device breakage, uterine cancer, dysmenorrhoea, the last episode of back pain, abdominal distension, dyspareunia, endometriosis, cervix carcinoma, fibromyalgia, allergy to metals, headache, seizure, connective tissue disorder and complication of device removal outcome was unknown, the genital haemorrhage and menometrorrhagia had resolved and the depression had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, biliary cyst, cervix carcinoma, connective tissue disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, genital haemorrhage, headache, infection, menometrorrhagia, migraine, pelvic pain, seizure, uterine cancer, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: since undergoing the essure procedure she has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff states she spoke with doctor about a drooping fallopian tube at the time of her hysterosalpingogram on (B)(6) 2007. She was diagnosed with an unspecified autoimmune disease in approximately 2012 following a fibromyalgia diagnosis in approximately 2008. She had no complications or problems that occurred at the time of essure placement. She did not retain the essure or any portion of it, after essure removed. Plaintiff had two miscarriages, and her son was breech with his cord wrapped around his neck. She had complication from essure removal procedure, she was informed that there was a case of endometriosis found during the surgery on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Biopsy - on an unknown date: diagnosed with uterine cancer hysterosalpingogram - on (B)(6) -2007: confirmed that her fallopian tubes were occluded nuclear magnetic resonance imaging - in 2016: foreign object is lodged in spine on (B)(6) 2007, both ostia were easily identified and the essure implant was placed on the right leaving 3 coils exposed and a second implant was placed on the left with 3 coils exposed. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distension, seizure, back pain, dysmenorrhea, headache and pelvic pain. Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events severe menstruation pain, cramping/ abdomen pain (cramping), migraines, an autoimmune disorder/ fibromyalgia, head pain (stabbing, searing, throb), unusual periods due to the implantation of the essure device were clubbed with previously reported events. Events seizure, connective tissue disorder and complication of device removal were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device which may have fractured and migrated to her spine'), device breakage ('an MRI scan revealed that a foreign object is lodged in her spine / foreign object to be part of the essure device which may have fractured'), pelvic pain ('severe pain'), abdominal pain lower ('cramping/ abdomen pain (cramping)'), menometrorrhagia ('irregular and prolonged menstruation'), infection ('serious infection'), uterine cancer ('uterine cancer'), fibromyalgia ('autoimmune disorder/ an autoimmune disorder/ fibromyalgia'), seizure ('disability (seizures, degenerative connective tissue)'), connective tissue disorder ('disability (seizures, degenerative connective tissue)') and autoimmune disorder ('autoimmune disorder') in a 34-year-old female patient who had essure (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyp removal in (B)(6) 2015, polyp removal in (B)(6) 2013, rhinoplasty (deviated septum,sleep apnea.) In 2011, lymphadenectomy (lymph nodes axillary.) In 2011, multigravida, parity 2 (dob: ((B)(6) 2003,(B)(6) 1997)), miscarriage, colectomy, recurrent urinary tract infection, hernia repair, uterine dilation and curettage (with miscarriage), mole of skin and abortion. Patient had no known drug allergies. She does not use alcohol. Previously administered products included for an unreported indication: triphasic oral contraceptive and yaz. Concurrent conditions included body mass index normal, dysplasia, dizziness, anesthesia general, angioma, smoker (one pack of cigarettes per day), constipation, numbness, tingling, dry skin, tiredness, frequency urinary, muscular weakness, joint pain, menorrhagia, swelling of legs, vaginal discharge abnormality, urinary incontinence, nausea, vomiting and alcohol use. Family history included uterine cancer (mother, paternal grandmother), colon cancer (father) and lung cancer (maternal grandfather). Concomitant products included levetiracetam (keppra) and sumatriptan (imitrex) for migraine, oxymorphone hydrochloride (opana) for spinal pain as well as carisoprodol (soma), ciprofloxacin (cipro), escitalopram oxalate, gabapentin (neurontin), hydrocortisone, methylprednisolone (methylprednisolon), metoclopramide (reglan), opioids, phenytoin (dilantin), promethazine, rabeprazole sodium (aciphex), ramelteon (rozerem), ranitidine hydrochloride (zantac) and tizanidine hydrochloride (zanaflex). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced headache ("headache/ head pain (stabbing, searing, throb)"). In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), dysmenorrhoea ("severe menstrual pain/ severe menstruation pain"), dyspareunia ("painful intercourse") and migraine ("severe migraines/ migraines") and was found to have cervix carcinoma ("cervical cancer"). In (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2008, the patient experienced fibromyalgia (seriousness criterion medically significant). In 2009, the patient experienced depression ("depression"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In 2010, the patient experienced seizure (seriousness criterion disability) and connective tissue disorder (seriousness criterion disability). In 2016, the patient experienced the first episode of back pain ("back pain/ lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) with spinal pain, pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), the second episode of back pain ("back pain"), abdominal distension ("bloating/ abdominal bloating"), biliary cyst ("cysts in gall bladder"), endometriosis ("severe endometriosis"), complication of device removal ("complication of device removal/case of endometriosis found during the surgery"), menstrual disorder ("unusual periods due to/ unusual periods due to the implantation of the essure device"), abdominal pain ("abdominal pain") and eczema ("eczema") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with cyanocobalamin-tannin complex (b12), fluoxetine hydrochloride (prozac), iron, oxycodone, potassium, topiramate, surgery ((B)(6) 2010-vaginal hysterectomy and bilateral salpingooophorectomy, disc replacement spinal surgery, endometrial ablation, gall bladder removed and vaginal hysterectomy and bilateral salpingooophorectomy) and sought treatment from orthopedic specialist. Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, device breakage, cervix carcinoma, infection, uterine cancer, dysmenorrhoea, abdominal distension, dyspareunia, endometriosis, fibromyalgia, allergy to metals, headache, seizure, connective tissue disorder, autoimmune disorder, complication of device removal, menstrual disorder, abdominal pain and eczema outcome was unknown, the pelvic pain, abdominal pain lower, menometrorrhagia, genital haemorrhage and the last episode of back pain had resolved, the migraine was resolving and the depression had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, biliary cyst, cervix carcinoma, complication of device removal, connective tissue disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eczema, endometriosis, fibromyalgia, genital haemorrhage, headache, infection, menometrorrhagia, menstrual disorder, migraine, pelvic pain, seizure, uterine cancer, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: since undergoing the essure procedure she has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff states she spoke with doctor about a drooping fallopian tube at the time of her hysterosalpingogram on (B)(6) 2007. She was diagnosed with an unspecified autoimmune disease in approximately 2012 following a fibromyalgia diagnosis in approximately 2008. She had no complications or problems that occurred at the time of essure placement. She did not retain the essure or any portion of it, after essure removed. Plaintiff had two miscarriages, and her son was breech with his cord wrapped around his neck. She had complication from essure removal procedure, she was informed that there was a case of endometriosis found during the surgery on (B)(6) 2010. Unusual periods due to the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Biopsy - on an unknown date: results: diagnosed with uterine cancer. Hysterosalpingogram - on (B)(6) 2007: results: confirmed that her fallopian tubes were occluded. Magnetic resonance imaging - in 2016: results: foreign object is lodged in spine. On (B)(6) 2007, both ostia were easily identified and the essure implant was placed on the right leaving 3 coils exposed and a second implant was placed on the left with 3 coils exposed. Current weight as of (B)(6) 2018: 131 lbs. Approximate weight at the time of essure placement: 119 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal distension, seizure, back pain, dysmenorrhea, headache and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event eczema were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.